Event description:
Additional information provided by customer. The host-microbiome interactions (hmi) microbiological customer results report stated that an all-channel sample was performed on (B)(6) 2023. The endoscope microbiological test results identified less than 101 colony-forming units (cfu) of microorganisms. No patient was contaminated, and tests were performed before use for routine microbiological control.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the customer (see updated sections b3 and b5).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device has been returned to olympus, and the physical device evaluation was completed. The device evaluation found that the insertion part distal sheath glue was separated; the connector plug unit had damaged housing; and the insertion part charge-coupled device unit had white dots. The hygiene microbiological investigation report indicated all channels of the scope were cultured, and less than 1 colony-forming unit (ufc) volume filtered 100 ml was found. The results obtained comply with the target level for an endoscope subjected to high-level disinfection and rinsed with sterile water. Once the investigation has been completed, a supplemental report will be submitted with the device evaluation results.

Event description:
The customer reported to olympus that after routine microbiological testing on the evis exera iii colonovideoscope was carried out, the user detected an unexpected contamination. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The suspect device has not yet been returned to olympus for evaluation, and the investigation is ongoing. The physical device evaluation has not been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. The microbiological analysis results are pending. Cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection. During the reprocessing of the device, there were no deviations, deficiencies, or concerns. There were no defects on the automated endoscope reprocessor (aer) or endoscope washer disinfector (ewd). All channels were connected with tubes when the endoscope was set up in the aer/ewd. The concentration and expiration date of the disinfectant and the quality of the rinse water were controlled. The water replacement filter was replaced periodically in accordance with the IFU. The device was dried by filtering compressed air. Olympus was used for repair and maintenance. The scope was not sterilized. The culture test was not carried out on the aer. Once the investigation has been completed, a supplemental report will be submitted with the device evaluation results.